Event description:
The customer reported via phone call that her doctor told her to call because she was having issues with her blood glucose readings. Her blood glucose level was over 600 mg/dl. The customer was feeling tired and light headed. She thought her blood glucose was high due to stress. She treated her high blood glucose with insulin. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.